Event description:
The event was reported by a customer from USA: "under infusion based on what was programmed on the sapphire device (B)(4) pump was delivering in continuous mode event date (B)(6) 2015 and it happened in the patient's home. Patient's caregiver reported the complaint to the pharmacy of advocate home care (B)(6) reported the incident on (B)(6) 2015. Patient did not receive full delivery even when pump was programmed correctly. Patient received about 143cc less than they were supposed to receive. Infusion had a near end alarm but pump just kept infusing until they stopped it on their own. Customer has pump and tubing human harm: no" additional information received on may 31, 2015: "treatment settings-rate: 286, vtbi: 430, time: 1 hour 30 mins, mode: continuous. Infusion near end alarm occurred at the time it should have even though the bag was still half full at the time. The infusion continued to run and did not shut off nor was there an alarm to indicate that the infusion was completed. The device was stopped manually." Additional information received on june 1st, 2015: "the pressure (occlusion) sensor setting (0.4-1.2 bar) was 5.8psi. The catheter that was used is centrally place PICC line double lumen. Drug administered: foscavir. Priming method (manual / with pump): w/pump. The prime volume was 20. The bag volume was: 465ml. Pump did not run at set rate of 286ml/hr, it ran approximately half that rate. Infusion near end alarm occurred at the time it should have even though the bag was still half full at the time. The infusion continued to run and did not shut off nor was there an alarm to indicate that the infusion was completed. The device was stopped manually. Stopped 2 hours after start and only 237ml infused in per history. No occlusion or air in line alarms for that infusion or the previous infusion the day before that ran as it should."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.